Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.

Event description:
It was reported that when the package was opened, the biopsy needle appeared to be longer than the labeled length of 10cm. Evaluation of the returned device revealed the needle was 13cm. The needle was not used for the procedure.